Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue in which several patient names were missing from the list, preventing users from accessing the necessary medications. This incident resulted in a delay in patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient names were absent from the list because the discharge delay hours setting had not been configured correctly. The technical support specialist guided the customer in accordance with the ka: 000013506 titled 'discharged patients still showing in patient list' and confirmed that the issue was resolved. The serial number, UDI and manufactures details were kept blank since the given asset information was found to be the es server. The system functioned as intended after the technical support specialist troubleshooted the device.